Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test and force sensor test. No unexpected vibrator or audio alerts noted. The device was received with vibrator and audio alert functioning properly. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The device was received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, faded serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call power error detected alarm and vibrate anomaly on the insulin pump. Customer¿s blood glucose level was 196 mg/dl. Customer advised the power error detected alarm occurred during normal use, the vibrate anomaly recurred and the issues remained unresolved. Customer advised they experienced these issues for two weeks and troubleshooting has not resolved the issues. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.